Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The pacing impedance on the right ventricular lead was noted to have gradually increased to be high/undefined. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.